Manufacturer narrative:
(B)(4). The customer reported that they could not charge the battery using ac mains power. There was no report of pt impact or involvement. A philips field service engineer evaluated the device and replaced the ac power module to resolve the issue.

Event description:
The customer reported that they could not charge the battery using ac mains power. There was no report of pt impact or involvement.